Event description:
It was reported that the device was about to be used during a rectum sigmoidectomy. It was reported that the device was empty. The case was completed with a manual suture bag to staple with a circular stapler. The pt consequence is unknown.